Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2014, the 3.5x15 mm xience xpedition stent was implanted in the proximal right coronary artery. Information received from the two-year follow up indicated that the subject was admitted to the hospital with palpitations on (B)(6) 2015. Medication was given. The patient was discharged on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional: weight received; correction: no angiogram was performed on (B)(6) 2015. The device was not returned for evaluation. A review of the lot history record was not performed as the lot number was not reported. The reported patient effect of arrhythmia is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that a coronary angiogram was not performed on (B)(6) 2015. The palpitations were not diagnosed as angina. No additional information was provided.